Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and completed the diagnostics and performance tests but was unable to duplicate any failures. However, the fse observed that four (4) of the six (6) batteries for the iabp were at or over the four (4) year mark. Upon testing the batteries, the fse found that the runtime for the older batteries was far less than the required factory specification. The fse advised the customer that they should purchase replacement batteries for back-up purposes. Subsequently, all functional and safety checks were performed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a helicopter transport, the cardiosave intra-aortic balloon pump (iabp) generated "autofill failure" when the battery switched from the depleted to the charged battery. The iabp was restarted and no further issues occurred. No patient harm, serious injury or adverse event was reported.